Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h6 (device code). Visual examination of the returned product identified the dovetail feature is damaged, both sides flared and compressed. The art surface has minor damage such as surface scratches. The extractor slot and non-articulating surfaces also exhibit nicks and gouges. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- japan. H3.: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface didn¿t fit in tibial plate. It was reported that despite multiple attempts to insert the articular surface while carefully considering the insertion direction, it did not go in. Upon checking the shape of the surface, it appeared deformed. Therefore, a new articular surface was opened and used. Attempts to obtain additional information have been made; however, no more information is available.